Manufacturer narrative:
(B)(4). Results: uncut washer - unblemished the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported during a gastrectomy procedure there was no resistance and there was no possibility to cut or staple . The device fired very smooth. There was no auditive feedback (no crack could be heard) when attaching the anvil or firing the device. The device was fired in the middle range on the gap setting scale. The instrument was not fired across or near an existing staple line or clip. No consequences for the patient. Procedure was completed with same like device.